Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "implant had a tear-but after looking at it once it was out-he feels it may be a defect." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, e1, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed crease smooth opening on radius side assessed as fold flaw opening. Additional observations: crease fold observed. Wear abrasion observed. Yellow particles inside of the device.

Event description:
Healthcare professional reported right side "implant had a tear-but after looking at it once it was out-he feels it may be a defect." Device has been explanted and replaced.